Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 2 eddy irrigation tips broke. Further information requested.

Manufacturer narrative:
No product was made available for investigation following two documented attempts for such. DHR without fault. No further investigation. Root cause cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.